Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporter phone #: (B)(6).

Event description:
Philips received a complaint on a patient information center ix (pic ix) indicating that during the evening of (B)(6) 2026, the incident occurred in the cardiology department; there was no historical data to review, and any alarms from the patient monitors are not sent to the alarm units. The error was resolved by restarting the system. In total, data from approximately 3 hours was missing at this time. The device was in clinical use at the time the issue was discovered.